Event description:
A duracell pro 9 volt battery was lying on a desk in the cardiac rehabilitation unit. There was a loud sound that sounded like an explosion. The bottom covering of the battery had been blown off and 2 metal cylinders were projecting out of the bottom of the battery. There was no water or heat around the battery.